Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device indicated charging with a green light and animated battery icon on the provided and replacement charging pads, yet the battery percentage did not increase and continued to deplete to 0 percent, consistent with a premature battery discharge and a suspected battery component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user, analysis of information provided by the user, review of synced diagnostic data, confirmation of charger detection, outlet and accessory checks, and removal of case/bumper to rule out interference. Investigation of this case revealed an energy storage system problem consistent with a battery component issue and device-related charging failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.